Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during infusion an error code 1660 was exhibited, this indicates a high-pressure event which pauses the delivery of the pump until the obstruction is removed. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. The customer reported "during infusion an error code 1660 was exhibited, indicating a high-pressure event". Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.